Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined. The in-depth investigation could not provide a clear result and examination of the fd cooling unit did not reveal a defect. The replaced and returned cooling system works faultlessly. The fd-cooling unit normally is operating permanently to maintain fd temperature and thus optimal image quality right after switching on the system. If the fd-temperature is outside the specified limits, the image quality cannot be guaranteed. If the system detects such irregular temperatures, x-ray will be inhibited, and the system displays a relevant message to the user. If the fd-cooling unit is not responding, the system allows x-ray until the fd-temperature is within the specified limits and displays a message to the operator about the problem and possible consequences. Depending on the current temperature of the fd, radiation may be inhibited right away when switching on the system or may be possible temporarily until the fd temperature leaves the specified range and becomes inhibited. In such a case, x-ray imaging is unavailable in the impacted plane. An extensive investigation has been performed (incl. Log file and c-part assessment), however, no conclusive root cause could be determined. Even simulation did not lead to a clear result. The part in question has been exchanged on site by the local service organization and the error has not been reported again. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that the flat detector was turned off by the fd cooling unit. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.